Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to auxiliary drawer was device not functioning on the communication bus. A field service engineer reboot the station to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system auxiliary drawer 7 failed and the device was not detected on the communication bus. The customer reported that the malfunction occurred when user trying to issue the medication to patient, causing a delay in dispensing the medication for the patient. There were no adverse events or injuries reported based on this incident.